Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient had high impedance. Electrodes 11 and 12 were at 40000. The patient also experienced a loss of stimulation. Troubleshooting was performed. They programmed around electrodes 11 and 12 and still covered the patient's painful areas. The cause was unknown, and the issue was ongoing. The patient lost stimulation and then got an error message on their remote when trying to increase the stimulation. The patient denied any fall or trauma which may have caused this.

Event description:
Additional information was received from manufacturer representative (rep) who reported the wording of the error message was "unable to provide desired stimulation." They reported the cause of the high impedances was unknown. They were able to create other programs using other electrodes however, the issue is ongoing. They reported the patient is getting good pain relief and no further action needs to be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.